Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain radiating to the legs"), endometriosis ("endometriosis"), uterine cyst ("uterine cyst"), headache ("strong headache"), pain in extremity ("leg pain"), decreased appetite ("loss of appetite"), nausea ("nausea"), vomiting ("vomiting"), balance disorder ("loss of balance "), alopecia ("excessive hair loss") and scar ("surgical scar in pubic area"), experienced genital haemorrhage ("abnormal bleeding"), lasting 2 weeks and was found to have cervix carcinoma ("uterine cancer/ lesion in cervix"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, cervix carcinoma, endometriosis, uterine cyst, headache, pain in extremity, decreased appetite, nausea, vomiting, balance disorder, alopecia and scar outcome was unknown. The reporter considered alopecia, back pain, balance disorder, cervix carcinoma, decreased appetite, endometriosis, genital haemorrhage, headache, nausea, pain in extremity, pelvic pain, scar, uterine cyst and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: device in correct place; endometriosis and lesion in cervix. Lot number: b02267, manufacture date: 2013-02, expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain radiating to the legs"), pain in extremity ("leg pain"), decreased appetite ("loss of appetite"), nausea ("nausea"), vomiting ("vomiting"), headache ("strong headache"), balance disorder ("loss of balance "), alopecia ("excessive hair loss"), endometriosis ("endometriosis"), scar ("scar") and uterine cyst ("uterine cyst"), experienced genital haemorrhage ("abnormal bleeding"), lasting 2 weeks and was found to have uterine cancer ("uterine cancer") with cervix disorder. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, pain in extremity, decreased appetite, nausea, vomiting, headache, balance disorder, alopecia, endometriosis, scar, uterine cancer and uterine cyst outcome was unknown. The reporter considered alopecia, back pain, balance disorder, decreased appetite, endometriosis, genital haemorrhage, headache, nausea, pain in extremity, pelvic pain, scar, uterine cancer, uterine cyst and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: endometriosis and lesion in cervix. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.